Event description:
A malfunction code ¿malf 12¿ was reported concerning an insulin pump provided by a distributor in denmark. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to put the pump into storage mode and instructed to return it to tandem using a pre-paid label within 10 days. A replacement pump was issued to the customer. The customer reverted to manual injections for insulin therapy.